Event description:
The reporter stated that the tubing pulled out during setup. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received; however, smiths has not yet completed its investigation. A follow up report will be submitted when the investigation has been completed.